Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the switch/button broke causing the unit alarms not to function, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer stated the unit's alarms are not functioning.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated the unit's alarms are not functioning.